Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke in the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
It was initially reported that the bur was returned for evaluation. It was since confirmed that only the attachment (5100120922 lot 14317) was returned for evaluation and not the bur. Investigation results indicates that there were not issues with the attachment.

Event description:
It was reported that the bur broke in the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.